Event description:
Facility reported "product failure, 7.5 mm et used to intubate a respiratory arrest pt. Following intubation, the cuff was deflated to pull tube back, cuff was reinflated at 10cc air, after 30-60 seconds cuff popped." Facility also reported that the tube had been pre-tested and functioned properly.